Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 406 mg/dl and a corrective bolus was delivered in an attempt to lower the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The pump/infusion set had been disconnected from the customer and the high bg was treated with insulin drips. The contact did not known the cause of the high bg. Tandem technical support had the contact review the pump history and a shutdown alarm was found to have occurred on the day of the high bg ((B)(6) 2017). The next day a low power alert and resume pump alarm had occurred; however, the customer had been disconnected from the pump at that time. Upon follow-up with the contact on (B)(6) 2017, the customer had been discharged as per the hospital records; however, the date of discharge was not provided. Although multiple attempts were made to contact the customer for more information regarding the event, the customer did not reply to the requests.